Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction to d4 to add serial number. H6 codes updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was not possible specify the cause of this malfunction because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
H4 was updated to include the device manufacture date as it was inadvertently left of the previous supplemental report.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the endoscopic image cannot be seen on the video system center. The issue occurred during a screening procedure at the outpatient clinic. The procedure was completed with the same set of equipment after returning to power supply start-up. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. Correction in the field: d10 (therapy date). The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.